Manufacturer narrative:
Additional information was added: PMA/510k # correction: k071222 (previously na). The lot was manufactured from july 23, 2019 - july 24, 2019. One (1) actual sample was received for evaluation. Visual inspection was performed and found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition of unspecified damage was confirmed to be a ruptured bladder. The cause of the ruptured bladder could not be determined. The remaining device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume infusors were observed to have unspecified damage. These issues were observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.